Event description:
Additional information received from the corresponding author stated that she does not believe there is a causal relationship between the mosaic valve and the occurrence of the pseudoaneurysm. The author also explained that a pseudoaneurysm is a rare but known complication that is unrelated to the valve itself.

Manufacturer narrative:
Updated information: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a case series of ten patients who underwent closure of aortic and ventricular pseudoaneurysms associated with paravalvular leak (pvl). The lone case involving a patient with a medtronic device is summarized below. Case 3: patient underwent surgical aortic valve replacement with a medtronic 25 mm mosaic valve. Six months after valve implant, the patient developed infective endocarditis complicated by severe aortic insufficiency. Surgery to replace the valve was advised, but the patient refused and was consequently treated with suppressive antibiotic therapy. The patient remained asymptomatic for more than five years, but eventually developed worsening shortness of breath and peripheral edema. Diagnostic imaging revealed severe aortic insufficiency with a pvl originating from the front of the aortic root, concurrent central regurgitation, and a ¿saccular outpouching¿ located below the left coronary cusp. The authors noted that the outpouching had a communication to the left coronary sinus and the left ventricular outflow tract. The authors then went on to state that the valve was severely stenotic, but no regurgitation was noted. The patient was subsequently taken to the catheterization lab and had an 8 mm non-medtronic amplatzer device implanted across the ventricular end of the pvl. Despite this intervention, imaging indicated persistence of flow into the pseudoaneurysm. Consequently, two ruby coils were placed, which reduced the pvl flow to mild. The patient was discharged two days after the intervention, but was readmitted five days later, ¿complaining of dark urine¿ and was found to be in acute kidney failure with hemolytic anemia and thrombocytopenia. The patient was taken back to the catheterization lab and had three additional coils placed, improving the anemia and renal function. Lastly, the patient underwent transcatheter valve-in-valve replacement to address ¿valvular dysfun ction¿. The valve replacement was successful and the patient experienced resolution of his symptoms. No further information was provided pertaining to the mosaic valve.

Manufacturer narrative:
Citation: von buchwald cl, mohammed m, shpilsky d, et al. Contemporary experience of percutaneous management of complex aortic and ventricular pseudoaneurysms associated to perivalvular leak: a case series and review of literature. Cardiovasc revasc med. 2024;62:105-118. Doi:10.1016/j.carrev.2023.12.006 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.